Event description:
It was reported that the device embolized. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was used. The closure device was deployed. It was noted that there was a partial and a full recapture performed, but another device was not used. Compression was confirmed by fluoroscopy. It was observed that it may have been over compressed, but it was stable after several tug tests. The device was released in the laa. At an unknown time it was discovered that the device had embolized. The closure device was fixed at the junction between the descending aorta and the aortic arch. The device was removed from the patient. There were no further complications reported. The patient was stable. The procedure was completed with a different device.

Event description:
It was reported that the device embolized. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was used. The closure device was deployed. It was noted that there was a partial and a full recapture performed, but another device was not used. Compression was confirmed by fluoroscopy. It was observed that it may have been over compressed, but it was stable after several tug tests. The device was released in the laa. At an unknown time it was discovered that the device had embolized. The closure device was fixed at the junction between the descending aorta and the aortic arch. The device was removed from the patient. There were no further complications reported. The patient was stable. The procedure was completed with a different device. It was further reported that cautery was used to penetrate the patient's atrial septal defect (asd) for transseptal crossing. The laa was judged to be approximately 20mm with a good depth of 36mm. The left atrial pressure was 38-29 mean 26mmhg. After three attempts the closure device was finally in a good position. There was good compression. The sheath was removed, but prior to closure of the femoral vein it was noted on transesophageal echocardiogram that the device had embolized. A snare was used and after multiple attempts they successfully removed it from the patient via the right femoral vein. Another access of the right femoral was performed. On tee it was noted that there was further asd post removal of the watchman device. A non bsc laa occluder device was used and successfully implanted in the laa. Then a septal occluder was used for closure of the septal defect which was successful. The patient was observed in the ccu and discharged the next day.

Manufacturer narrative:
Sex: corrected from male to female.